Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivery. The blood glucose level was 390 mg/dl at the time of incident. The current blood glucose was 300 mg/dl. Customer treated with insulin pump. Customer alleging the insulin pump because customer was thinking that the basal was being delivered throughout the day. The product will not return for the analysis.